Event description:
Volara device utilized for airway clearance therapy on a patient mechanically ventilated in an acute care unit. Upon application of this device, patient with no support from mechanical ventilator and acutely decompensated requiring rescue breathing. This occurred on multiple occasions before device was pulled from use.